Manufacturer narrative:
Batch review on lot 124307 performed on 02/04/2015: (B)(4) items produced and released on 12/19/2012. All parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. To date (B)(4) items belonging to this lot have been already sold without any other similar issue.

Event description:
(B)(4).